Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated that device was working properly. Nurse will change the infusion set and call back.